Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed dashes (---) for many parameters. Reprogramming the rate and emergency vvi were not successful in retrieving the basic programmed parameters. Subsequently, the device was replaced.